Manufacturer narrative:
The returned device was analyzed and the reported allegations of hole in the tubing was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to crack in the pump tubing resulting in fluid loss. Two weeks prior to the revision surgery the patient presented to the physician with his device no longer working properly. A new pair of ipp cylinders and pump were implanted. Following the surgery the patient's condition improved.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a crack in the pump tubing resulting in fluid loss. Two weeks prior to the revision surgery the patient presented to the physician with his device no longer working properly. A new pair of ipp cylinders and pump were implanted. Following the surgery the patient's condition improved.